Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent migration). Patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion). No results available since no evaluation performed (device not provided for review). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion). Known inherent risk of procedure (stent migration). (B)(4).

Event description:
It was reported that a physician was treating a highly calcified lesion in patient located in the iliac. It was reported that lesion was not pre-dilated as the physician was unable to get the balloon to the lesion. The physician inserted a 5mm diameter x 20mm length complete se peripheral stent system and when the tip of the device and delivery catheter was being retracted, resistance was felt and it was noticed in the fluoroscope that the stent had moved and ended up in the external iliac. The physician attempted many times to get through the stent; however, this was unsuccessful. The patient was doing fine and the physician continued the procedure. The physician inserted another complete se stent and stented over the migrated stent and lodged it to the vessel wall. The physician continued the procedure and inserted a 6mm diameter x 40mm length assurant cobalt peripheral stent into the right common iliac; however, it would not cross the lesion because of the diseased vessel. The physician continued and the stent came off the balloon after the failed attempt to cross the lesion and upon retraction of device and was deployed in the left common iliac. No patient injury and no clinical sequelae were reported. Procedural image review: the procedural images confirm significant disease in the iliac vessels and aortic bifurcation. Calcification was also present. The images show a balloon expansion at the aortic bifurcation which is most likely an image of the assurant cobalt deployment. There are no images of the partial stent dislodgement of the assurant cobalt stent.